Event description:
It was reported that a new ilet user contacted support for guidance on pausing insulin per trainer instruction after experiencing a low blood glucose of 65 mg/dl, with current blood glucose noted at 169 mg/dl, and the agent guided the user to pause insulin on the pump for 15 minutes as troubleshooting and education. Symptoms included hypoglycemia. Outcomes included no hospitalization and successful user self-management with support. Investigation included agent-led troubleshooting and user education. Investigation of this case revealed no device malfunction reported and no device component issue identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.